Manufacturer narrative:
The valve was returned and was in a plastic container, dry without liquid. The valve was at 0 cmh2o pressure rating. A visual inspection was performed and a scratch was identified but no other damage was observed. A penetration test is performed to show if the valve is clogged. This test is at a hydrostatic pressure difference of about 20-30 cmh2o in the flow direction. The test has shown that the valve is not permeable. The investigation showed that the valve was not set on the pressure level ranges. To measure the brake release force, the brake force meter is checked. Housing must be exercised to release the rotor to the valve, through the magnet integrated in the device. The brake function could be proven correctly. The measurement the braking force, however, could not be investigated, as it not possible to adjust the valve. The valve was tested on the miethke test bench. It goes through the standard test for the horizontal position. Here, the liquid flow of 60 ml / h gradually reduced to 5 ml / h and increased again to 60 ml / h (based on iso 7197). The resulting pressure is measured. Since the progav valve was tested negative for permeability, the test could not be performed. There is no need for further action. The the problem encountered is one of the known, unavoidable risks hc therapy with shunt implants.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text : device not returned.

Event description:
Country of complaint: (B)(6). It is reported that the valve has underdrainage.